Event description:
It was reported that t:slim x2 pump battery would not charge despite use of standard tandem charging cable and wall adapter, and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter and charging cable without success, planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place problematic pump into storage mode, and requested pump return using prepaid label within 10 days.